Event description:
Ventilator sounded an alarm and would not ventilate properly. Nursing was in the room and respiratory was shortly obtained. Manual ventilation ensued. Ventilator was replaced with another machine-no further problems noted. No adverse symptoms from pt due to immediate intervention. Offending ventilator sent to bio-med for check. No problems noted with machine on check.